Event description:
It was reported that the sutures failed to tension on three magnum anchors during a rotator cuff repair procedure. There was no patient injury reported.

Manufacturer narrative:
The reported magnum 2 devices, intended for use in treatment, were not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the sutures failed to tension during a rotator cuff repair procedure. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) incorrect suture snaring. (2) use of suture other than magnumwire suture. (3) premature knob tensioning. Or (4) overtensioning the suture. Incorrect suture snaring can result in a dropped suture and failed suture tensioning. Use of other sutures will compromise suture tensioning and locking integrity. Premature knob tensioning and/or overtensioning the suture can also result in tension failure. An exact root cause cannot be determined with confidence as no product was received for evaluation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.